Manufacturer narrative:
The device was not returned for evaluation as it was unavailable. The device history record (DHR) was reviewed and the work orders did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to this event. During the manufacturing process, the device was visually inspected and tested several times. All the inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. All tested sample units for this lot passed pv testing. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of particulate on valve was unable to be confirmed as no device or imagery was provided for evaluation. Due to no device being returned for evaluation, no visual inspection, functional testing, or dimensional analysis was able to be performed. As such, a manufacturing non-conformance was unable to be determined. Review of the DHR, lot history and manufacturing mitigations provided no indication that manufacturing nonconformance was a contributing factor. A review of IFU/training materials revealed no deficiencies. As reported, 'after the second rinse and before crimping the valve, a long white fiber was pulled off of the valve and appeared to be intertwined in the sewing/frame. This was noticed after the second rinse as I was preparing to cut the thread'. It is possible that the particulates were introduced during device preparation, as they were observed during the valve rinsing process. However, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no manufacturing defects or labeling/IFU/training deficiencies were identified, neither corrective or preventative actions, nor product risk assessment is required at this time.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted.

Event description:
Edwards received notification from a field clinical specialist that a 23mm sapien 3 ultra valve had a fiber on it during prep. As reported, after the second rinse and before crimping the valve, a long white fiber was pulled off of the valve and appeared to be intertwined in the sewing/frame. This was noticed after the second rinse as the field clinical specialist was preparing to cut the thread. The surgeon requested a new valve. New bowls, saline, hemostats, & scissors were used for the new valve. Additionally, a new gown and gloves were used. Blue & green surgical towels were used in the operating room. No pictures are available. The device with fiber are not available for return.